Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No unexpected low battery alerts or power supply error alarms were present in the pump trace download or during testing. Pump trace download analysis confirmed the pump alarmed power error 25 alarms. The power management tool confirmed power error 25 alarms was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with corroded battery tube.the insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.